Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. The information reported is inconsistent in that in another portion of the document, it is reported the (B)(6) 2014 surgery was an umbilical hernia repair. It was further reported the patient underwent repair with additional implant of hernia mesh on (B)(6) 2014. No details are provided regarding this procedure. It was further reported the patient continues to experience severe pain, recurrent hernia defects, adhesions, scarring, nausea, diarrhea and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/24/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 10/29/2019. Additional narrative: it was reported that the patient underwent recurrent incisional hernia repair on (B)(6) 2014. It was reported that the patient experienced fever, chills, infection, bleeding and bowel obstruction.

Manufacturer narrative:
Date sent to FDA: 2/21/2020.

Manufacturer narrative:
Date sent to FDA: 9/7/2020.